Event description:
Customer reports an infection around bridge of nose with puss and blisters. The customer consulted with her md and a scrape was performed for a lab culture and an antibiotic cream was prescribed - the culture has yet to come back from testing.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.